Event description:
It was reported that a patient had reprogramming done following an overdischarge, and the device battery would turn off and on by itself. It was noted that the patient did not have the on/off prior to the overdischarge, and they didn¿t think that the ¿cutting off¿ was related to the discharge state. The reporter stated that the patient didn¿t have to use the device recharger to turn the device back on. It was reported that impedances were normal and stimulation was in the normal location. The patient did not feel anything unusual at the pocket site.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger, product ID 37092, lot# 270800001, implanted: 2011-(B)(6), product type accessory, product ID 3776-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).